Manufacturer narrative:
(B)(4)

Event description:
It was reported that high capture threshold was observed on the lv lead. Patient was asymptomatic. The lead was capped on (B)(6) 2016. Patient is doing well.